Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6), (B)(6) and (B)(6) (3014862188-2021-01169, 3014862188-2021-01168 and 3014862188-2021-01166, test 1,2,4 of 4). This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. Negative rapid antigen tests. Report 3 of 4.

Event description:
User reported false positive result. Negative rapid antigen tests. Report 3 of 4.

Manufacturer narrative:
Report required by FDA for eua. Eua (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-01169, 3014862188-2021-01168 and 3014862188-2021-01166, test 1,2,4 of 4).

Manufacturer narrative:
Section h6: type of investigation - codes 11 and 4105 have been removed due to the unknown lot number (in section d4) - which has also been corrected to unknown.

Event description:
User reported false positive result. Negative rapid antigen tests. Report 3 of 4.